Event description:
A customer observed multiple instances of patient sample results associated with the wrong patient demographics on the 5,1 fs analyzer. Mis-association of patient demographics and results may lead to inappropriate physician action. No patient results were reported. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The information provided to ortho-clinical diagnostics, inc. May not be verified or verifiable, and may be inaccurate or incomplete as reported. This information is provided in compliance with the MDR regulation, and does not constitute an admission that the device has malfunctioned, or that a connection exists between the product, and a potential death or serious injury.